Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage intra-op. It was reported that during the total hip replacement procedure for right side. The surgeon knocked the liner gently as usual, then the edge of product was fractured and all the fractured product was taken out. Changed to another device to complete the procedure. The surgery time extended with in a few minutes. The patient is in good condition currently.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. Was/were there any adverse consequence/s that affected the patient because of the reported event?---so far no patient harm is reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that during the total hip replacement procedure for right side , the surgeon knocked the liner gently as usual, then the edge of product was fractured(as photo shows), and all the fractured product was taken out. Change another device to complete the procedure. The surgery time extended with in a few minutes. The patient is in good condition currently. The product was returned to j&j medtech orthopaedics for evaluation. Additionally, photos were provided for review. See attachments (pc-001687738-1, pc-001687738-2, pc-001687738-3) . The medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned sample revealed that ea delta cer insert 36idx54od has a large portion of the rim fracture. The broken fragment was returned for evaluation. Metal transfer of erratic appearance was found on the liner. In case of symmetrical taper fit between the ceramic liner and the acetabular cup, metal transfer patterns are expected over the whole circumference of the liner. Such patterns were not found on the reported liner. Additionally, metal transfer can be found at the proximal taper end and on the transition of the taper and convex surface, this could indicate a tilted position of the liner during the impaction. Next to the fractured surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the acetabular cup. Therefore, it is assumed that the liner fractured due to a point load caused by a misaligned position of the liner in the acetabular cup. A manufacturing record evaluation was performed for the finished device [121881754 / 4439182] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and acceptance certificate were reviewed. The quality documents shows that the data obtained on the ceramic liner conformed to the specification valid at the time of production. 1) quantity manufactured: (B)(4); 2) date of manufacture: 23-apr-2024; 3) any anomalies or deviations identified in DHR: none; 4) expiry date: 31-mar-2029; 5) IFU reference: 78002788. A manufacturing record evaluation was performed for the finished device [121881754 / 4439182] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.